Event description:
It was reported that the reservoir experienced prime/fill anomalies during the last few months. The caller stated that two-third of the reservoirs from the box did not work properly. The caller stated that during the manual prime process, the tubing did not fill easily. The caller stated that when the reservoir was inserted into the insulin pump, an alert indicated an occlusion. The user was advised that there may have been possible damage at the black o-rings of the reservoir. The customer's blood glucose was 5.6 mmol/l. The reservoir was discarded and would not be returned for analysis. The caller was advised to monitor the device and to keep the reservoir if the issue recurred. The caller was advised that the reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.